Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The correction of h3a: device evaluated by manufacturer? H3b: device not eval provide code and h3c: if other provide code -explain fields deems required. This is based on the internal evaluation. Previous h3a: device evaluated by manufacturer? No. Corrected h3a: device evaluated by manufacturer? Yes. Previous h3b: device not eval provide code: other. Corrected h3b: device not eval provide code: n/a. Previous h3c: if other provide code -explain: device not returned to manufacturer. Corrected h3c: if other provide code -explain: n/a. Getinge became aware of an issue with one of surgical lights - volista standop 600. The received customer allegation regarded a non-reportable issue. On (B)(6) 2023, service technician arrived on site and noticed that the underside cover was cracked. According to the technician the issue could pose a risk to the patient if the device was used during the procedure. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Defective part vlt-ace 400 - underface kit (ard368804555) was replaced and device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during service. The crack, starting at the edge of the underside fixing point located under the peripheral seal, was caused by a collisions or an inadapted cleaning protocol. The underside fixing point located under the peripheral seal is a retention zone, residues of cleaning agent can lead, by stagnation, to a loss of mechanical properties of plastic parts. During the design and the development, of the volista light head, several cleaning tests were carried out, the conclusion of the report cre 15-030 states that no damage was observed to prevent any incident during the surgical procedure, the volista instruction for use IFU 01781 mentions: to perform daily inspections checking that the underside is not damaged. The risk of collision and explains to pre-position the device to avoid it. How to clean and disinfect the light heads. This document includes some recommended products and some prohibited products. The volista light head must be used according the instructions for use. To prevent any degradation it is recommended to avoid collisions and to wipe the surfaces with a dry cloth to make sure that no liquid residue is left on the device after cleaning. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: 1 wojskowy szpital kliniczny h3 other text : device not returned to manufacturer.

Event description:
On 16th november 2023 getinge became aware of an issue with one of surgical lights - volista standop 600. The received customer allegation regarded a non-reportable issue. On 22nd november 2023 service technician arrived on site and noticed that the underside cover was cracked. According to the technician the issue could pose a risk to the patient if the device was used during the procedure. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.